Event description:
Profound and permanent neurological injuries [nervous system disorder], neuropathy [neuropathy peripheral], severe and permanent physical injuries [injury], excess zinc [blood zinc increased], copper depletion [copper deficiency]. Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, version unknown cream and super poligrip denture adhesive cream as denture adhesives of choice, until early 2009 and reported the following: diagnosed with neuropathy in 2009; profound and permanent neurological injuries; severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities; excess zinc; copper depletion. She has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided, therefore unable to proceed with batch retain testing or product investigation. Add'l info - otc device, otc product: yes.